Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number a review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that insulin labels were not printing on v2main and v2c pyxis machines. A technical support specialist (tss), following the knowledge article, "fstka - zebra zd410 medstation label printer- common failure remediation steps", dialed into the station. The tss verified the status of the generic universal serial bus (usb) hub and usb root hub under the power management tab and then checked the print setup, operation mode, and graphics, and changed the orientation from portrait to landscape. The tss restarted the print spooler and verified the internal thermal printer was set as the default printer. A test print was attempted but failed. The tss updated the driver and reconfigured the settings, then rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary experienced a malfunction in which the insulin printer was not working properly. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.